Event description:
The facility representative reported to baxter that a solution set with a duovent spike had a crack in the lower injection site. This event occurred during patient therapy. There was a female adult involved, but there was no patient injury or medical intervention in association with this event. The set was primed with saline, and there was a chemotherapy drug in the bag, but it had not flowed down the tubing at that point. Shortly after priming with saline, the malfunction was observed and therapy was stopped. The department was the chemo infusion area. The container being used was a non-rigid bag. Saline leaked onto the table. There was no blood loss from the patient. It was asked but unknown if there was anything that could have contributed to the condition. There is no additional information.

Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. The sample was discarded due to chemotherapy contamination. Since the sample is not available for evaluation, the condition cannot be confirmed or duplicated and the assignable root cause can not be determined. If additional information becomes available, a follow-up report will be submitted.